Event description:
During placement of a formula 418 stent in 2008 in a female pt with a lesion at the ostium of the right renal, the physician encountered difficulties. The physician was using a .018 wire with the sheath. When he placed the stent over the lesion, it was about 1mm past the area he wanted to stent as he pulled the device back, the end of the stent struts looked flared and they got caught on the plaque in the vessel causing it to slide off the balloon. The stent went down into the renal vessel. The physician could not get a snare to go through the lesion. He then placed an add'l formula 418 stent over the lesion and deployed it perfectly. He then took a c2 catheter and snare down to capture the other stent and he could not retrieve it. The flared end of the stent would catch on the deployed stent and he could not retrieve it. He then placed the stent into an inferior renal artery branch. The pt was doing fine as of three days later. The physician will do add'l tests to make sure there are no further complications.

Manufacturer narrative:
Evaluation: the device remains implanted. Only lot number provided to assist in this investigation. This item is inspected 100% to ensure the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied, visually verifying the shaft material is free of bends, kinks and other surface imperfections, along with verifying the stent has been properly placed on the balloon and that the balloon has been molded around the ends of the stent prior to transport. Based upon the info provided, it appears the device was utilized in an off label application. Cook's instructions for use states that the formula 418 stent is intended for use in palliation of neoplasm's in the biliary tree. The product is intended for use by the physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of biliary duct access sheaths, guiding catheters/introducers and wire guides should be employed. The safety and effectiveness of this device for use in the vascular system have not been established. A risk analysis was performed and concluded that no further action was required at this time. However, we will continue to monitor for similar events.